Event description:
Device: s636 (power wheelchair). Sales representative reported that a sunrise medical s636 power wheelchair was involved in a motor vehicle accident (mva). At the time of initial notification, no additional event details were available regarding: whether the wheelchair was occupied. Legal counsel is reportedly involved.

Manufacturer narrative:
Sales reported that a sunrise medical s636 power wheelchair was involved in a motor vehicle accident. No details were available at the time of notification regarding device malfunction, structural failure, or user injury. It is unknown whether the chair was occupied or whether any injury occurred. Legal counsel is reportedly involved. Based on the limited information currently available, there is no evidence that the device caused or whether any injury occurred. Legal counsel is reportedly involved. Conclusion: based on the limited information currently available, there is no evidence that the device caused or contributed to the accident, nor is there confirmation of a reportable malfunction, serious injury, or death under 21 cfr part 803.